Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'failed flow rate test' which was reproduced during evaluation. The cause was determined to be out of specification pressure plates which were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test and failed to deliver 19-21 ml. The programmed volume to be infused (vtbi) was 20 ml and flow rate 40ml/hour. A primary infusion was used and the height of the container was 18 inches. The drips observed in both drip chambers of the sets connected to be infused. Source container was normal infusing bag. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.